Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. One idrive ultra powered handle 1, one egia 60 articulating med/thick sulu and one endo gia adapter standard was received for evaluation. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A visual inspection found no notable conditions. Testing revealed that when no reload is attached, the chamfer on the inner diameter of the load ring rests against the leaf spring, creating a pre-load condition. Under certain assembly/tolerance conditions, this pre-load on the leaf spring can cause it to activate the sulu detect switch when a reload is not attached. The investigation isolated the failure to the size of the load ring chamfer being too small. A CAPA has been issued to implement necessary corrective actions. The reportable condition of jaws will not close was not confirmed. During investigation, a secondary condition of load ring interference was determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.